Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Reportedly, technical support decided to replace the pump and customer reverted to an alternate method of insulin therapy.